Event description:
During the case - stopped grasping tissue. Manufacturer response for fenestrated bipolar forcep, fenestrated bipolar forcep (per site reporter). The housing was removed for inspection and the instrument was found to have an input disk broken, likely causing the grip failures. Input disk#7 was found broken into pieces inside of the housing. Improper cleaning during reprocessing most commonly causes this failure. The instrument had 2 uses remaining.